Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was capable of taking care of their own therapy, noting they were a retired nurse. They stated that, to resolve the loss of therapy after having a CT scan was a freedom of choice and when they were ready.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss of therapy after having a CT scan. The patient reported that they had a CT scan and it was determined that they had stenosis. The patient was given iodine and had a severe reaction to it. The patient stated that their healthcare professional (hcp) had told them that there should be no interaction with their implant but the patient was afraid that their implant was not working. The patient noted that they were releasing more fluid. The patient checked their device settings after the scan and increased stimulation from 1.7 v to 2.0 v. The patient kept it at that level for 12 hours but then changed it back to 1.7 since it did not help. The patient confirmed that stimulation was on using the pp and changed the stimulation to 1.8 v on program 3. The patient was advised to follow up with their healthcare professional (hcp) at their appointment on (B)(6) 2017. No further complications were reported or were expected.